Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip delivery system (cds) was prepped and functional. Pre-deployment establish final arm angle (efaa) was done and the lock held. When the lock line was pulled, the clip started to open. The clip was reclosed and checked again. The lock held. When the lock line was pulled the lock continued to hold. Deployment efaa was performed and the lock held. The clip was finally deployed. The mr was reduced to grade 1. The next day on (B)(6) 2024, the mr was now severe on the transthoracic echocardiogram (tte). The clip is still attached to both leaflets, but it's opened a little bit.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information was provided. When the lock line was pulled, the clip started to open from 10 degrees to 120 degrees. The clip was reclosed and checked again. The lock held.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be due to the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as additional intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.